Event description:
During a carotid repair surgery performed on (B)(6) 2014, diffuse oozing was noticed from the surface of the patch. The surgery was completed by using hemostatic agents. The patch remained implanted, no injury was reported.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the product was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available info would tend to indicate that the device was not defective.